Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after dosing stopped for about 10 hours when the user could not start a new dexcom g7 sensor and did not enter a fingerstick reading, after which dosing was resumed when a fingerstick of 575 mg/dl was entered and sensor readings later returned. The infusion set was a steel cannula in the abdomen, and the device was briefly removed and then reattached. Symptoms included hyperglycemia with vomiting and fatigue, and the user noted being barely able to stay awake. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to not starting a new sensor in a timely manner, and no specific component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with unintended use error.